Event description:
It was reported that the insulin pump alarmed motor error. The customer stated that he went through the prime/rewind process 8 to 9 times. The current blood glucose reading is 453 mg/dl. The displacement test failed. Nothing further reported.

Manufacturer narrative:
The insulin pump failed the displacement test and motor error alarmed during rewind due to out of phase motor encoder signal.